Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast in the inflation lumen and blood in the inflation lumen and guidewire lumen. The balloon, markerbands, and bonds were microscopically and visually examined. The balloon was tightly folded. Microscopic examination of the balloon revealed no damage to the balloon; however, damage to the shaft was noticed. The shaft had numerous kinks and the shaft was buckled 3mm ¿ 3.5mm distal of the bi-component weld with a hole. The shaft damage is consistent with damage that can occur due to interaction with a guidewire. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the confirmed hole in the shaft. There was no leak in the balloon when the inflation device was attached to the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified right coronary artery (rca). A 5.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation at 11 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.